Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site was experiencing a recoverable fault 1162. Prior to calling intuitive technical support engineer (tse), caller power cycled system with no change. Error 1162 was observed on universal surgical manipulator (usm) 4. Tse walked caller through emergency power off (epo) of the patient side cart (psc) with no change. Tse walked caller through installing cannula in usm4 and epo system with no change. Tse walked caller through disable usm4 and customer proceeded as a 3 usm case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the investigation. The failure analysis confirmed the issue through system log and replicated it during in-house testing. The unit was tested in normal mode on an in-house system, which triggered error 1162. Additionally, the unit was tested on a patient side cart fixture test platform (pftp), where the check cannula test failed due to fluid intrusion.

Event description:
Refer to h10/h11 for follow-up information.